Manufacturer narrative:
Investigation results visual evaluation of the complaint device found no issues. Functional analysis was performed and the device was able to completely extend and retract within manufacturing specifications. The device passed the electrical test; the electrical resistance was found within manufacturing specifications. The complaint was not confirmed, as the device was within specifications. The unit showed neither evidence of the alleged issues nor any defect which could have contributed to the reported ¿insufficient current.¿ a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, the physician was attempting to resect cancer tissue with the snare. The lesion was described as "big." Although it was confirmed that signs of cautery (blanching) were observed, the physician was unsuccessful in resecting the tissue due to insufficient current. The device was removed and a second snare was introduced. However, it was reported that the size of the lesion had become small and "pulpy" due to the first device, so the second device was unable to resect the target tissue. The physician elected to abort the procedure at this time. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, the physician was attempting to resect cancer tissue with the snare. The lesion was described as "big." Although it was confirmed that signs of cautery (blanching) were observed, the physician was unsuccessful in resecting the tissue due to insufficient current. The device was removed and a second snare was introduced. However, it was reported that the size of the lesion had become small and "pulpy" due to the first device, so the second device was unable to resect the target tissue. The physician elected to abort the procedure at this time. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date. (B)(4) insufficient current. (B)(4) snare failed to cut. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.